Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for this lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Comments regarding improper handle function: improper handle function can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. Comments regarding misfire of bands (i.e. Premature band deployment): the instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Premature band deployment can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord. When the collapsed accessory channel eventually releases the trigger cord, the tension created from continued handle rotation may release more than one band. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The handle was attached to the endoscope correctly. Several bands were successfully deployed in the mid-esophagus. The user reported that the workings of the handle "became very loose" causing the bands to misfire. The procedure was completed with this ligator device. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.